Event description:
Zimmer biomet quattro link knotless anchor 2.9mm (cm-9129, lot #: 77384-2, expiration date: 08/27/2025) was found to be a faulty anchor. The quattro link knotless anchor 2.9 mm was sent to clinical engineering for evaluation.